Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is folded over and adhered to the optic by solution. The opposite haptic is laying over a post in the lens case in the gusset area. A crack is observed on the optic near the gusset area of one of the haptics. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of an unspecified cartridge. It is unknown if qualified products were used. Lens damage was observed. We are unable to verify the observed lens damage occurred in the cartridge. The lens was returned in the lens case. The cartridge was not returned for evaluation. It is unknown if qualified products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Lens IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the intraocular lens was damaged in the injector, and lens was not inserted in the eye. Iol was replaced with another lens. Additional information has been requested.